Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the visit, the implantable cardioverter defibrillator (ICD) was able to be interrogated and a reported was printed out and then telemetry was lost and unable to be regained. The device remains in use and the programmer was going to be returned. No patient complications have been reported as a result of this event.